Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm approx 2 months ago. The vessel morphology was reported as mildly tortuous, severe calcification and severely diseased iliac arteries. It was reported that the pt presented with a cold leg. The CT revealed that there was occlusion of the right side (MFR report# 2953200-2011-01542, 01543). There were no kinks in the device. The physician stated that the thrombosis started distal to the stent graft was continued up to the bifurcation of the bifurcated stent graft and that there was poor distal outflow. The physician elected to perform a right femoral endarterectomy and a femoral to femoral by pass. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval, results: (graft occlusion), (severe calcification and severely diseased iliac arteries and poor distal outflow). Eval, conclusion: device failure/lack of effectiveness related to pt condition (severe calcification and severely diseased iliac arteries and poor distal outflow).